Event description:
The duett was deployed following an interventional procedure, via a 6 fr sheath in the right common femoral artery. Increased patient movement was reported after the deployment of duett, and may have led to the development of a hematoma. Threatment consisted of manual compression to the hematoma site and was successful. No further complications were reported.